Event description:
It was reported by service report that the stretcher would not raise when pumped up and the left side rail would not latch into place. No pt involvement or adverse consequences are reported.